Event description:
It was reported that the patient never stabilized after replacement of a pump due to end of service (see mfg report # 2182207-2009-04722). At a refill visit in 2008, 40 mls were withdrawn from the pump reservoir. A dye study under fluoroscopy was attempted in 2009. The hcp was unable to aspirate the catheter. No contrast medium was injected into the catheter access port. A rotor study completed the same day showed that the pump was functioning. The pump was refilled. At the next visit, 40 mls (the entire volume) was again aspirated. The pump and catheter were replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.